Event description:
It was reported that the pump experienced a malfunction. The customer¿s blood glucose (bg) level was 547 mg/dl. The customer received third party assistance from security and paramedics, who delivered a correction injection (mdi) of fast acting insulin to address the elevated bg level. The pump was replaced to resolve the issue, and the customer will use mdi as a backup therapy until the replacement arrives.